Manufacturer narrative:
Insulin pump received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Insulin pump received with broken reservoir tube lip, reservoir tube lip o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump has multiple cracks and the reservoir falls out, because the rim to the reservoir is missing. Customer's blood glucose level at the time 233mg/dl. Advised insulin pump would be replaced. No additional information was provided.